Manufacturer narrative:
The tip cover accessory has not been returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
During da vinci-assisted surgical procedure the customer reported that the monopolar curved scissors (mcs) tip cover had slide down on the (mcs) instrument. The customer is unable to provide a date of the procedure. The customer is unable to provided any additional information regarding the event. No product will be returned